Event description:
Reporter observed anecdotal self-limiting changes in health symptoms of another related person living in the same household following dense fog and local river flooding and began to closely examine health related parameters and weather-related data around 2023. Retrospective comparison of point-of-care home glucose readings and indoor atmospheric moisture revealed a close relationship. The patient is under doctor's care and any adverse events or perceived adverse events are not disclosed at this time in this setting. This report is limited to describing a serious problem with a medical device and is submitted in the interest of the public health. Reporter has submitted previous medwatch reports documenting increased blood glucose control sample numbers in the spring of the year as humidity increased with two different brands of glucose meters that use aspergillus as an ingredient in test strips. This report documents the relationship of glucose readings during cold weather of (B)(6) 2025. The reporter asserts that the marketing claim of "proven accuracy" of the device is misleading and detrimental to the public health. Alternatively, if the device does accurately measure serum glucose with >99% accuracy and the reporter data show a close relationship with control numbers and indoor atmospheric conditions, then indoor moisture control should be incorporated into blood glucose management strategy as well as diet, exercise, and prescription drugs. Method/results: 16 samples were tested with level 1 control solution and a new box of test strips. Indoor temperature and humidity were taken with a lacrosse brand wireless weather station and barometer reading was taken with a wall mounted aneroid barometer. Absolute humidity was calculated with an online atmospheric moisture calculator at www.ready.gov website. A texas instruments brand ti-30x is pocket calculator in "2 variable statistics mode" was used to analyze mean, standard deviation, and correlation coefficient of blood glucose reading compared to absolute humidity, barometric pressure, temperature and relative humidity. Volume dimensions of the home were calculated to compare the ideal gas equation (pv=nrt) with the glucose number using a universal gas constant. For this sample period, there was an inverse relationship between barometer and glucose numbers. There was a moderate positive relationship between temperature and the glucose number. There was a very strong correlation between glucose number and absolute humidity (r=0.92). There was an insignificant inverse relation between calculated moles of gas and glucose reading (using air pressure atm, volume l, temperature kelvin, universal gas constant). The ideal gas equation was used to compare volume, temperature and pressure without water vapor and admittedly has limitations. Volume of the home was not corrected for appliances and furniture. The house is not a closed system due to cracks and vents. Closed house conditions meant windows and doors were closed most of the time in winter. Room air does not behave as an ideal gas. Water vapor does not behave as an ideal gas and is subject to volume and pressure corrections due to van der wals effect of the water compound. Range of glucose readings during this sample period was low 119 to high 147. A portable gas detector was used for each sample to measure concentration of flammable gasses such as methane or sewer gas. No flammable gasses were detected on the floor, ceiling or midlevel of the room during the sample period. In summary, using the same control solution, the readings ranged from 119 to 147. The dryer the indoor air, the lower the reading. The public persons with diabetes and their support networks should be aware that the meter readings are influenced by indoor moisture. Home data here also show no predictable relationship between indoor and outdoor moisture levels on most days/nights. The reporter is a respiratory care practitioner (inactive status). The reporter has been an active participant in an international "community rain, snow and hail network" for over ten years.